Event description:
A garbin evo, linde ventilator was returned to a third-party service center for service, due maintenance required. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at third-party service center, an error indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. The technician documented the error is caused by contamination present in the blower, machine flow sensor and one in line filter prox. The technician recommended replacing the device's machine flow sensor, blower, and one in line filter prox to address the issue. Additionally, due to 4-year preventive maintenance the in line filter prox., air inlet foam filter, muffler assembly and particulate filter need to be replaced. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements. The device passed all testing.